Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(6) 2015, fse conducted follow-up with the customer over the phone to address the reported event. Fse performed troubleshooting with the customer and determined that the column was clogged. The customer replaced the old column with a new one and no further errors were noted. No further action was required by field service. The most probable cause of the reported event was due to a clogged column.

Event description:
On (B)(6) 2015, the customer reported a gradient sensor error followed by a drop in pressure with their g7 analyzer. They attempted to troubleshoot by changing the filter; however, the error persisted. Technical support (ts) instructed the customer to prime the lines and look for leak. No leaks were identified. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.